Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: the first picture shows a part of a tyvek with the lot number r92f9y and the expiration date 2021-01-31. The second picture shows the jaw of the device inside of the package with a black reload loaded, the jaw can be seen slightly bent upward. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that a plee60a used in a lap sleeve gastrectomy. The angle of the anvil has changed resulting in a gap between the anvil and the cartridge as per the photos I just emailed. This occurred on the first firing with a gst60t. A new plee60a was opened to complete the procedure. I am not aware if buttress was used. I am unaware of any patient consequences.

Manufacturer narrative:
(B)(4). Batch # r57g34. Device analysis: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received fully fired. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.